Event description:
A customer reported encountering cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided detailed instructions for resetting the pump, and the customer was guided through the process. After the reset, the cgm error code did not reappear, and the customer successfully initiated their sensor session.